Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic incisional hernia. Detailed description of event: complaint 1 of 4: (B)(4) lot #1431232 (1 ea.) - MFR 2027111-2021-00801; complaint 2 of 4: (B)(4) lot #1427250 (1 ea.) - MFR 2027111-2021-00802; complaint 3 of 4: (B)(4) lot #1427250 (1 ea.) - MFR 2027111-2021-00803; complaint 4 of 4: (B)(4) lot # unknown (1 ea.) - MFR 2027111-2021-00804. Rep was not present during the case when 3 ea units of cb030 would not cut any tissue in procedure. There was no patient injury. Case was completed with reposable scissors. Additional information received via email 13dec2021 from [name], account manager: the failure to cut was noticed when first trying to cut tissue. The device was non-functional upon initial use. The user was cutting dense tissue. "The surgeon stated today that the tips of the scissors are not cutting, they are acting more like a grasper at the distal tip." Additional information received via telephone 21dec2021 from [name], account manager: an additional unit of cb030 was available for return by the facility, which was not made known to the rep until shipping the product return. The facility complains that this pair of scissors suffered the same issues as the others used in this case. The lot number is unknown. Products are available for return. Patient status: there was no patient injury. Type of intervention: case was completed with reposable scissors.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic incisional hernia. Detailed description of event: rep was not present during the case when (B)(4) ea units of cb030 would not cut any tissue in procedure. There was no patient injury. Case was completed with reposable scissors. Additional information received via email 13dec2021 from [name], account manager: the failure to cut was noticed when first trying to cut tissue. The device was non functional upon initial use. The user was cutting dense tissue. "The surgeon stated today that the tips of the scissors are not cutting, they are acting more like a grasper at the distal tip." Additional information received via telephone 21dec2021 from [name], account manager: an additional unit of cb030 was available for return by the facility, which was not made known to the rep until shipping the product return. The facility complains that this pair of scissors suffered the same issues as the others used in this case. The lot number is unknown. Products are available for return. Patient status: there was no patient injury. Type of intervention: case was completed with reposable scissors.